Event description:
Rptr was transferring into car on a transfer board when the right wheel broke. The bearing came out of the hub and they fell out of chair and landed on knees and hit head and shoulder on the ground. They saw a doctor and was found to have a cracked knee cap and both legs were broken.